Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the photographs identified: brown particle material on the shell. Opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.